Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received literature titled " endoscopic submucosal dissection for large colorectal epithelial neoplasms ". This study aimed to report our experience and clinical outcomes, and to estimate the factors associated with incomplete resection and complications. In the literature, it was reported that 7 perforations were observed in 130 patients treated by esd at the endoscopy (B)(6) hospital from (B)(6) 2013 to (B)(6) 2016. The author wrote, ¿all of them were detected during the esd procedures and were successfully closed by endoscopic clipping. After closure of the perforation, all patients were hospitalized to receive fasting and intravenous antibiotic conservative treatment, avoiding of emergency surgery.¿ the esd procedure was performed using the single use electrosurgical knife (it knife2 or dual knife) or a hybrid knife (non-olympus). It was not find what kind of the knife the surgeon used when the perforations occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, it was reported that all patients were hospitalized to receive fasting and intravenous antibiotic conservative treatment, and omsc assumed that the additional hospitalization of the perforations might be associated with esd using the knife.